Event description:
The customers' blood glucose was unknown. It was reported that multiple customer had been receiving on delivery alarms on the insulin pump. It was stated that the insulin pump would alarm no delivery with only 2.7 units left in the insulin pump. Advised that the customer look in the bolus history to see if the bolus was fully delivered. It was then explained that another customer was receiving the no delivery alarm, but the issue would be resolved after moving the reservoir and infusion set around and placing them back in. Informed that the issue could be a connection issue and to make sure that the customer tugged on the reservoir to ensure that it was aligned well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.